Event description:
The pt underwent implantation of a synchromed pump and catheter in 2000 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The MFR was contacted by the medical examiner after the medical examiner was contacted by the family's attorney and an agency government rep. The MFR and the medical examiner are collaborating to analyze the pump and the pump contents.